Event description:
It was reported that when the patient presented to the emergency room due to shortness of breath and chest pain, perforation was observed via an echo. Upon interrogation, low r-wave amplitude, low impedance, and loss of capture at max output were observed. The lead was explanted and replaced and the effusion was drained through a pericardial window. The patient tolerated the procedure well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The distal end was noted to be bent in vivo and insulation damaged at 62.3cm from the connector pin. The etfe coating was damaged due to the bending in vivo and arcing was noted at this location, consistent with the field observations of loss of capture and sensing anomaly. A lead tip stiffness test was performed, and the lead was found to be within specification.